Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, far-field r-wave oversensing was observed on the atrial channel. The patient did not receive therapy. Programming changes were made. There were no patient consequences after the changes and the patient will continue to be monitored.